Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a cystoscopy/retrograde procedure performed on (B)(6) 2013. According to the complainant, during the inflation of the uromax ultra of not more than 20cm, using encore inflation device, the balloon burst and caused a hole in the ureter. No piece of the balloon was left inside the patient. The procedure was not completed due to this event. A stent was placed in the ureter due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.